Event description:
It was reported that the right ventricular (rv) lead was observed to have oversensing prior to device change out due to normal elective replacement indicator (eri). During device change out procedure, the rv lead was tested with external analyzer and showed no oversensing and measurements within normal limits. The physician elected to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.